Event description:
Per litigation report: reportedly this pt received an "overdose of analgesics" via pca pump. The pt was "found to be in severe depression, hypotensive, and unresponsive. "No other details are provided.